Manufacturer narrative:
Evaluation is in progress, but not yet completed.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance of the device, the local display was distorted when started up. Since the event occurred during preventative maintenance, there was no pt involvement.